Manufacturer narrative:
The device was received for evaluation. Visual inspection did identify screen damage as what contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'screen going white' which was reproduced. The reported condition was verified. The liquid crystal display screen (lcd) was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a white screen display during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.